Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug (unknown dose and concentration) via an implantable pump for an unknown indication for use. It was reported the patient was in the hospital on (B)(6) 2017. The physician 'did a million labs, cat scan, and chest scan" on (B)(6) 2017 and the patient was terrified. The following day the physicians would decide whether the patient's new pump 'comes out or not'. The date of event was unspecified. No further complications were reported/anticipated.